Event description:
While investigating a (B)(6) year old female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a pinched pulse wire in the electrode belt distribution node. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The pt received a replacement electrode belt.